Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging sore throat, dizziness, headache, eye irritation, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. And care orchestrator data was not available for download. There was a slight odor detected during airflow. During the investigation, pil observed an unknown dust contaminant inside the air inlet of the blower box, top enclosure, and front panel. A black contaminant was observed inside the iso port of the rear panel. An unknown dust contaminant was observed on the rear panel, bottom enclosure, blower, blower seal, and blower box. Keratin-like contamination was observed around the blower output seal. ER-2243857(v01) addresses the issue of keratin. Pil was able to confirm the presence for degraded sound abatement foam residue in the blower box. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil is unable to directly address the symptoms or complaints. Risk tags associated with this mode of failure include: degrad04, irrit01, irrit02, and irrit05, infect01. The results of this investigation do not impact the calculated risks as outlined in ER-2219697 (v20). Section h6 updated and corrected in this report.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section h6 health effect - clinical code and section h10. After the review it was determined that the patient didn't alleged the dizzinees and headache. Section h11 has been corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness that are related to CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed the an unknown dust contaminant inside the air inlet of the blower box, top enclosure, and front panel, and on the rear panel, bottom enclosure, blower, blower seal, and blower box. A black contaminant was observed inside the iso port of the rear panel. Keratin-like contamination was observed around the blower output seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.